Manufacturer narrative:
Investigation description. Display damage due to impact.

Event description:
It was reported that the ilet screen cracked after the device was dropped, rendering the touchscreen unusable and leading to trouble using the device; the user transitioned to multiple daily injections and reported elevated blood glucose levels in the 300s without alerts from the device. Symptoms included no reported clinical symptoms. Outcomes included the need for alternate insulin therapy and interruption of normal device use. Investigation included complaint intake, user education and troubleshooting, and shipment of a replacement device with the expectation of the original device¿s return. Investigation of this case revealed physical damage to the touchscreen consistent with external mechanical impact, with no indication of device-generated alerts due to the damaged interface. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.